Event description:
Reportedly, during the implantation procedure of the pacemaker involved in this MDR report: the physician observed pacing failure (no output). The pacemaker was not implanted and replaced to solve the problem. The physician returned this device, asking for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to ela medical (dated nov, 6 2009), ela is filing this MDR at this time.